Manufacturer narrative:
The customer complaint of leakage was observed on the 0.2 micron filter extension set was not confirmed. A photo of the extension set model 20027e primed with orange solution was provided by the customer. The micron filter did not show any evidence of it leaking. However, orange stains of fluid was observed on the cloth towel indicates that the customer experienced a leak, but the leak could not be confirmed based on the photo. Device history record for model 20027e lot 20016601 shows that the set was manufactured on 23 january 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that during an infusion of a 24-hour protocol chemotherapy (etoposide, doxorubicin and vincristine in a single infusion), leakage was observed at the 0.2 micron filter extension set. It was noted that a burette set was also used during infusion and there was no leak observed in the burette. The infusion continued and completed the therapy. There was no patient harm and the leak did not cause harm to the healthcare provider.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Per customer, the information: race and ethnicity are not available.

Event description:
It was reported that during an unspecified infusion therapy, leakage were observed on the burette set and 0.2 micron filter extension set. The infusion continued and completed the therapy. There was no patient harm and the leak did not cause harm to the healthcare provider.

Event description:
It was reported that during an infusion of a 24-hour protocol chemotherapy (etoposide, doxorubicin and vincristine in a single infusion), leakage was observed at the 0.2 micron filter extension set. It was noted that a burette set was also used during infusion and there was no leak observed in the burette. The infusion continued and completed the therapy. There was no patient harm and the leak did not cause harm to the healthcare provider.

Manufacturer narrative:
Additional information on d11-revised b5. Device history record for model 20027e lot 20016601 shows that the set was manufactured on 23 january 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.